Event description:
The device was used during a laparoscopic sigmoid resection procedure. Reportedly, the staples were missing, the knife did not cut and the counter dropped from 4 to 0. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.